Manufacturer narrative:
It was noticed after submission of supplemental #2 that field was left blank. The date should have been (B)(6) 2018.

Manufacturer narrative:
Date of event is unknown as it was not provided. Serial number is unknown as it was not provided. Unique identifier is unknown as the serial number was not provided. The facility, address, city, telephone, and postal code is unknown as it was not provided device manufacturer date is unknown as the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported post-operative corneal edemas in relatively soft cataracts. A brief description from the surgery center reported the endothelial cell loss is high compared to the nucleus density; therefore, the surgeon has found many cases of post-operative corneal edema in relatively soft cataracts. No additional information was provided.

Manufacturer narrative:
Additional information: through follow up, the customer was previously using alcon (competitor¿s) system and the ellipse handpiece is working in a different way than alcon's handpiece. The customer was using the ellipse handpiece in the same way as the alcon handpiece. The handpiece tip creates different movements than alcon''s tips. The tip is working more efficient and more strongly. The customer explained that the corneal edema occurred in some of cases during 1st day after surgeries. There was no medical intervention provided. No medications. It's been confirmed that the customer is happy with our system now. No more corneal edema issues observed. The customer doesn't have any additional information with regards to particular events. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of the equipment. The fss found the unit to be working properly. The fss indicated there was a lack of training and support in the cases. The surgery center was provided with additional training and support. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). Manufacturer date: 12/14/2016. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.